Event description:
Additional information was received stating that the vns patient¿s explanted device was available to be returned. The explanted generator was returned to the manufacturer for analysis. There were no anomalies found with the pulse generator. The generator performed according to functional specifications.

Event description:
Clinic notes dated (B)(6) 2014 indicated that the patient¿s depakote has been decreased, and that improved her tremor and ataxia, but that seizure control has become more difficult, since her last follow up visit on (B)(6) 2013. The patient¿s caregiver informed the physician that the patient's generalized tonic clonic seizures have become more frequently problematic. The patient also experiences brief myoclonic seizures and occasional drop attacks. Attempts to obtain additional relevant information have been unsuccessful to date. The patient was referred for generator replacement. No known surgical intervention has been performed to date.

Event description:
An implant card was received indicating that the vns patient underwent generator replacement surgery on (B)(6) 2014. The explanting facility discarded the explanted device; therefore, no analysis can be performed.

Manufacturer narrative:
.